Event description:
During the atrial fibrillation procedure, blood was leaking from the hemostasis valve during use in the left atrium. Brockenbrough needle was not inserted. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.

Manufacturer narrative:
The reported event of a fluid leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.